Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
An obese female patient was hospitalized post-respiratory arrest (choked on food at home) which lead to cardiac arrest; and underwent treatment for hypothermia. The attending physician had experience with other zoll ivtm catheter. This was the first time she was placing the quattro catheter. The insertion of the guidewire was smooth up until the point when the physician attempted to thread the quattro catheter over the guidewire. The physician then made a small incision at the insertion site, in addition to using the dilator (she stated that this is no different than how she would normally place an icy catheter). There was a small amount of bleeding at this point. When she went to thread the catheter over the guidewire and into the patient, she was finding resistance as early as the proximal balloon of the catheter. The physician stated that the appearance of the catheter looked different than she was used to seeing, the quattro catheter appeared to be opening up and peeling away from the shaft of the catheter. Since she was meeting resistance, she attempted to make the insertion site larger using the scalpel. She attempted insertion of the catheter over the guidewire again, this time using more force than before ( she stated that she understands that typically you are not to use force when placing a cvc, but she could not understand why insertion had gone completely smooth up until this point). At this point, the patient was bleeding more. After two failed attempts of placement. The physician aborted the use of catheter and held pressure to the attempted insertion site for about 15 minutes. When the guidewire was removed from the patient, the physician said there was no resistance, kinks or issues with the wire. Bleeding reportedly stopped and no further patient consequences was reported. Shortly after this, the family decided to stop all treatment and to put the patient on comfort care. The physician confirmed that she did not remove the catheter cover until right before insertion and did not lubricate the catheter with sterile saline.